Event description:
User called into emergency support program (esp) line to request support with patient`s ECG waveform during intra aortic balloon therapy. This was an axillary inserted balloon. Off label disclaimer given. User reported that the patient was in a-flutter and was intermittently paced but the ECG was nâ¿¿t picking up correctly. The esp persoel had josh remove and replace the ECG waveform using doppler gel on the backs of each electrode for increased conduction. This produced a much more reliable waveform. The cxr showed the catheter tip at the first intercostal space. The providers were discussing repositioning on our last call. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID: (B)(4).